Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller reported that their settings are not set at the right setting. Caller stated that it doesn't hit their back where it should hit. Caller added that they can't walk unless they are holding onto something. Caller also stated that when they bend over to do dishes or cook, their back hurts. Caller noted that they feel the stimulation going down their legs like crazy. Agent asked the caller if they had tried switching groups and caller stated that they couldn't switch groups because they had groups a and b when the issue first started and the representative put them on group b. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.